Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the report had not been loaded for stock out loads. A technical support specialist (tss) dialed into the server and identified that the issue was caused by a formulary settings change. The customer was advised to revert the setting to its original configuration. Per the customer request, the case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the facility reported that they were not receiving a stock out report for heparin-nacl 0.9% drip, 2 units/1 ml (500 ml) solution-IV (B)(6), nor was the item appearing on the restock report. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There was no delay, no adverse events or injuries reported based on this event.